Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. During the revision, high pacing thresholds were noted on this right ventricular lead. Therefore, the physician elected to surgically abandon the rate/sense portion of this lead. A new rate/sense rv lead and pulse generator were implanted. There were no additional adverse effects reported.

Manufacturer narrative:
This lead remains partially implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.